Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system on 9/17/1997 at a retail store. After one week, she sought medical attention for an infection at the ear piercing site. Antibiotic was prescribed.